Manufacturer narrative:
Testing and investigation found that channel a of the device alarmed with a s321 (motor error -pmc, left) malfunction alarm code. This was due to a loose mr2 motor. The probable cause for the loose mr2 motor was due to a broken rtv seal on the mr2 motor. Due to the broken rtv seal, the motor was disengaged from the camshaft and could not home into position. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service ctr with a report from the customer contact of an unspecified issue on channel a. This is not a reportable malfunction. However, during verification testing at the service ctr, channel a of the device alarmed with a s321 (motor error -pmc, left) malfunction alarm code.